Manufacturer narrative:
Results: the benchmark was fractured underneath the strain relief approximately 2.2 cm from the hub. The benchmark was kinked approximately 7.0, 8.5, 11.0, and 97.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the benchmark was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully retracted at an angle during removal from its packaging, damage such as this may occur. Further evaluation of the returned device revealed that the benchmark was kinked. These kinks likely occurred due to forceful handling during use. The fracture underneath the strain relief likely contributed to the leak that was observed during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a benchmark delivery microcatheter (benchmark). During the procedure, the benchmark leaked at the hub. Therefore, the benchmark was removed and the procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.